Manufacturer narrative:
Batch review performed on 19 may 2026: lot 2434145: (B)(4) items manufactured and released on 15-apr-2025. Expiration date: 20-mar-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medacta shoulder r&d project manager: acromion fracture postoperatively, about 11 months post primary. Reason unknown. The surgeon is treated conservatively with physiotherapy and splint/immobilization. The fracture may have happened due to lateralization of the prosthesis as no traumatic event has been reported but we have no sufficient data to exclude it. Additionally, from the radiographic image the bone quality seems low, and this can be also the cause of the fracture of the acromion. There is no reason to suspect a malfunctioning device. Root cause: based on the information available, no definitive root cause can be established. The device history record review did not indicate any potentially related manufacturing issue. The event may be related to case-specific clinical factors, including prosthesis lateralization and/or low bone quality.

Event description:
Acromion fracture postoperatively, about 11 months post primary. Reason unknown. The surgeon is treated conservatively with physiotherapy and splint/immobilization.